Event description:
The facility reported a colleague infusion pump with a reported condition where "the display did not light up during quality check." It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed during evaluation. The assignable cause was determined to be defective main display. The main display was replaced to fix the reported problem. According to the service history review this is a new device and there are no previous service interventions. This issue has been escalated to CAPA. The user interface module software version of this pump is 8.11.00.